Manufacturer narrative:
Event year reported as 2020, exact date of postoperative migration is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). A device history record (DHR) review was conducted: part: 04.168.000s, lot: 5l65404, manufacturing site: (B)(4), release to warehouse date: 13 aug 2019, expiry date: 01 aug 2029, non-sterile part: part: 60123890, lot: 5l05159, manufacturing site: (B)(4), release to warehouse date: 06 july 2019. A manufacturing record evaluation was performed for the sterile and non-sterile device lot number, and no non-conformance's were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the osteosynthesis surgery for femoral neck fracture with a femoral nail system (fns). On (B)(6) the patient visited the hospital and the surgeon confirmed that the cut-out occurred at the bone head. The patient had pain when walked. On (B)(6) 2020, the patient underwent the removal of the fns and bipolar hemi-arthroplasty (bha) surgery. No further information is available. Concomitant devices reported: bolt for femoral neck system 85mm length-sterile (part # 04.168.285s, lot # 30p2313, quantity 1); anti-rotation screw for femoral neck system 85mm length-sterile (part # 04.168.485s, lot # 19p4962, quantity 1); 5.0mm ti locking screw self tapping with t25 stardrive 42mm-sterile (part # 412.215s, lot # 6l51052, quantity 1). This report is for one (1) femoral neck system plate 1 hole-sterile. This is report 2 of 4 for complaint (B)(4).